Event description:
Prior to the insertion, she had premeds to try to prevent a reaction. The reaction was of pt c/o her face feeling numb prior to seizure-like activity (patient became very rigid and head rolled back and eyes rolled up and back.)

Manufacturer narrative:
The device has not been returned to the MFR for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of rewh0814 showed one other similar product complaint(s) from this lot number (438554).